Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: surgical management of major intrathoracic hemorrhage resulting from high-risk transvenous pacemaker/defibrillator lead extraction. J. Card. Surg. 2015;30(2):149-153. (B)(4).

Event description:
A journal article was reviewed which contained information regarding this implantable lead model. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article referenced the following complications: perforations, and ¿retained fixation.¿ the status of the leads is unknown. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.